Event description:
It was reported that on (B)(6) 2015 that the patient had a seizure over the weekend and went to the hospital. While there, the vns was checked and was found to be so near end of service that they turned the generator off. The patient was referred for a generator replacement. It was later reported that on (B)(6) 2015 the patient had gone to the hospital because every 20 minutes or so, x9 events, she would experience strong stimulation that caused her immense discomfort. The battery was turned off in the hospital. It was noted that the vns has been very effective for the patient but since (B)(6) 2015 when the patient was disabled, the patient has started having small tremors. Good faith attempts for additional information have been unsuccessful. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Adverse event or product problem; corrected data: inadvertently checked "product problem" on initial report.

Event description:
The patient underwent a generator replacement on (B)(6) 2015 due to battery depletion. Pre-operative diagnostics showed eri=yes. It was reported that the explanted generator could not be returned for product analysis due to hospital having a policy to discard explanted products.

Event description:
Attempts for additional relevant information were unsuccessful. The physician¿s office reported that there was not much more information to provide. However at that time, they believed everything was okay with the patient after generator replacement surgery.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect age at time of event.